Manufacturer narrative:
The user experienced hyperglycemia progressing to dka requiring hospitalization following interruption of insulin delivery. This situation can result in acute metabolic decompensation requiring urgent medical intervention. Engineering log review indicated the ilet was functioning as intended, with appropriate alerts for loss of glucose data and dosing suspension, and no device malfunction identified. Device data confirmed that insulin delivery was interrupted due to lack of cgm data and prolonged disconnection from the device, resulting in hyperglycemia. Based on available information, the event was attributed to therapy interruption and use-related factors, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 14-jul-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) requiring hospitalization after interruption of insulin delivery while disconnected from the device. The user received emergency medical treatment and was admitted to the hospital. The user recovered and resumed ilet therapy.